Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The item was not returned for evaluation a device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Device not returned.

Event description:
It was reported that the transfer screw fractured in the implant. The screw removal drill was requested by the doctor. Tooth site 2.